Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted to site hospital for hypervolemia and worsening aortic insufficiency found during right heart catheterization (rhc). The patient was admitted, and discussions were started about possible transcatheter aortic valve replacement (tavr) or listing for transplant. Additional information stated that the patient was made a status 2 and transplanted.

Event description:
It was reported that the patient was transplanted on (B)(6) 2023. The device reportedly operated as expected and was not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aortic insufficiency and hypervolemia could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.